Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower case halves were broken and contaminated, the battery release was contaminated, both bail covers and ring cover were missing, the heart block was contaminated, the lead flex cover was corroded and damaged from screw going in too far, the three case screws were missing, both printed circuit board flexes were creased, the battery contacts were compressed, both bail and ring were missing, the battery drawer was broken and contaminated, the keyboard window was scratched, there were missing pixel columns on the lower part of display, the encoder flex was contaminated and the battery flex was corroded. (B)(4).

Event description:
It was reported that the external pulse generator was not working, although the battery had been replaced. The generator was returned for service. No patient complications have been reported as a result of this event.